Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While inserting the catheter the doctor noted resistance and he pulled back the catheter a little bit in order to insert it completely. The catheter broke off and the broken part was removed by hand. A new catheter was used successfully. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter separated when the catheter was being removed from the patient. The customer returned one catheter piece along an empty opened kit ((B)(4)). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the likely most proximal appears to be missing and the inner coils are stretched beyond the extrusion. At the point of separation, the extrusion does not appear to be stretched and the separation is a clean break ((B)(4)). The distal side of the catheter appears to be intact as no damage was observed. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler ((B)(4)). The returned catheter extrusion piece measures approximately 81.5cm. The inner coils are stretched and extend approximately 10cm beyond the tip of the extrusion. The extrusion does not appear to be stretched at the point of separation. At least 7cm of the catheter is missing as the specification for (B)(4). Specifications per (B)(4) were reviewed as a part of this complaint investigation. The IFU for this product, cz-05400-108a rev. 02, was also reviewed as a part of this complaint investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of a separated epidural catheter was confirmed based upon the sample received. The returned catheter was missing the proximal end. The extrusion showed very little signs of stretching, however, the coils at the proximal end stretched well beyond the extrusion. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in any way. Therefore, based upon the condition of the sample received and the observed evidence of the coils stretching at the point of the extrusion separation, operational context caused or contributed to this event.

Event description:
While inserting the catheter the doctor noted resistance and he pulled back the catheter a little bit in order to insert it completely. The catheter broke off and the broken part was removed by hand. A new catheter was used successfully. The patient's condition was reported as fine.